Event description:
It was reported to medtronic neurosurgery that there was a crack on the sampling port of a stopcock. It was stated that csf was leaking out of this crack.

Manufacturer narrative:
The product has not been returned to the MFR. Therefore, an eval of the device performance was not possible. A review of mfg records was not possible, as a lot number was not provided. No impact to the pt was reported.